Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to torn delivery system balloon. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided from the site and the torn balloon at the inflation balloon / crimp balloon bon was observed with wings flared out. The IFU, device preparation manual, and procedural training manual were reviewed. During valve alignment, unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Manage guidewire position. Guidewire can move proximally during valve alignment. The warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Re-lock the device after unlocking every time. Maintain guidewire position in the left ventricle during valve alignment. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment (pra). No product non-conformance was identified during the evaluation and the occurrence rate did not exceed control limits. In this case, the material separation occurred during delivery system withdrawal and resulted in procedural delay. The pra remains applicable. Since no edwards defect could be confirmed, no corrective/preventative actions are required. A corrective action / preventative action (CAPA) was previously initiated to capture additional information that currently exists in the training manuals into the ifus for the sapien 3 ultra and commander delivery system. The content consisted of instructions related to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. The torn balloon was confirmed based on evaluation of the returned imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of DHR, lot history and the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in the pra. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of increased valve alignment forces could be residual fluid in the balloon, patient tortuosity, and performing valve alignment in a non-straight section. The case notes revealed that the balloon had torn 'before [valve deployment] - during the valve alignment.' As reported in the complaint description, 'the first valve was inserted into the patient's very tortuous anatomy. The team thought the alignment of the valve went well and proceeded to deploy, but the balloon would not fill during deployment. They pulled negative on the inflation device to determine the balloon was burst'. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.' Procedural factors such performing valve alignment in non-straight section of anatomy can also result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. It is possible that increased forces during the procedure weakened the balloon causing the balloon tear. Available information suggests that patient factors (tortuosity) and procedural factors (valve alignment in a non-straight section) may have contributed to the complaint events. However, a definitive root cause was unable to be determined.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case, the first valve was inserted into the patient's very tortuous anatomy. The team thought the alignment of the valve went well and proceeded to deploy, but the balloon would not fill during deployment. They pulled negative on the inflation device to determine the balloon was burst. The pusher was put back in place against the valve and they removed the valve to just inside the sheath. The team removed the commander with valve and esheath all together with no issues. A new system was prepped and used with success. The first device was discarded by staff and not to be sent in for analysis.